Event description:
A customer reported experiencing a cartridge alarm during the pump load process. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided instructions on how to store the pump and arranged for a replacement pump to be sent to the customer. The customer was instructed to return the problematic pump using a pre-paid label.